Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam also found that the standard adaptor assembly and shaft assembly were not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. The device involved was an instrument and does not have an expiry date. The expiry date reported on the initial was reported in error.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black plastic grip of handle near the strike plate on macs acetabular cup impactor was broken into two pieces while surgeon was implanting acetabular component. No surgical delay.